Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was could not be further presumed from the information gathered for this investigation. The identifying number of the product ("62288") did not match any records, and due diligence could not clarify this identifier, thus further disallowing knowledge of the manufacturing date and/or repair history of the device in question. The user facility reported a clv-190 with b30 with multiple scopes, 190 series scopes. Then some of those scopes were attached to a different light source and, also displayed a b30. However, the customer then responded to an inquiry email stating that the clv-190 was not the issue. It was determined that it is a phenomenon about the error code b30 that occurred on the 190-style scope, but no further presumption could be made from the data accumulated. There is no accumulated data that would suggest that this event occurred due to customer misuse of the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a b30 (scope communication error) displayed on their evis exera iii video system center and multiple 190 series scopes. Some scopes were attached to a different light source and displayed a b30 as well. This MDR is being submitted due to one of the two reported 190 series scopes. There were no reports of patient harm associated with this event. (B)(4) is report #2 of 3 due to multiple events reported. Please reference complaints (B)(4) and (B)(4) for additional events.

Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. The customer tried to identify all the scopes that had an issue and start by cleaning the connectors and trying them all in the room that worked, and then try them in the original rooms. The customer then reported that the issue was due to the two 190 series scopes and not the evis exera iii video system center . Follow up with the user facility is currently being performed, including requesting product information. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.